Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191009 - file-2019-02340 - analysis_and_closure_report_resp-2019-01380.pdf].

Event description:
Reportedly, the green leds are off when the inductive head is placed on the subject defibrillator. It seems that it is programmed in vvi 70 min-1, as observed on an ECG. The device was implanted 3 years ago, and a follow-up was performed 1 year after. No follow-up had been performed during the past two years. Preliminary analysis results showed that an inductive telemetry blockage is suspected. Following microport crm's recommendations, a recovery procedure was performed on (B)(6) 2019. Nevertheless, the inductive telemetry function could not be restored. The device will be replaced.

Event description:
Reportedly, the green leds are off when the inductive head is placed on the subject defibrillator. It seems that it is programmed in vvi 70 min-1, as observed on an ECG. The device was implanted 3 years ago, and a follow-up was performed 1 year after. No follow-up had been performed during the past two years. Preliminary analysis results showed that an inductive telemetry blockage is suspected. Following microport crm's recommendations, a recovery procedure was performed on (B)(6) 2019. Nevertheless, the inductive telemetry function could not be restored. The device will be replaced.

Manufacturer narrative:
D7 updated: the device was explanted on (B)(6) 2019. D10 updated: the device was received on (B)(6) 2019.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the green leds are off when the inductive head is placed on the subject defibrillator. It seems that it is programmed in vvi 70 min-1, as observed on an ECG. The device was implanted 3 years ago, and a follow-up was performed 1 year after. No follow-up had been performed during the past two years. Preliminary analysis results showed that an inductive telemetry blockage is suspected. Following microport crm's recommendations, a recovery procedure was performed on (B)(6) 2019. Nevertheless, the inductive telemetry function could not be restored. The device will be replaced.